Event description:
Per the clinic, open circuits were noted on 22 electrodes. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.